Event description:
It was reported that during a laparoscopic cholecystectomy procedure, phxs1: while inserting shaft into instrument the tip was bent due to not being centered and catching the edge of instrument. A trocar was used to complete the case. Phx5dsg: the grasper upon disassembly in the patient fell off into the patient. It was the end of the case and the grasper was removed. There were no patient consequences.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Bent shaft out and effector shafts were found to be bent/damaged.unable to assess due to damage.